Event description:
It was reported that the patient had a loss of therapy "a while back" and saline was started to run in the pump, due to the catheter being out of the "cerebral spinal fluid" (csf) and revision was performed. It was indicated that during catheter revision, the physician decided to replace the entire system. As of the date of this report, the patient was alive and without injury. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly.

Manufacturer narrative:
Product ID 8709sc, lot# n271820008, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8709sc, lot# n310059011, implanted: 2012 (B)(6), product type catheter, product ID 8578, lot# n271907008, implanted: 2012 (B)(6), product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.